Event description:
Uni-compartmental knee prosthesis removed. Device not implanted at this facility. No information available on manufacturer. Metallic and high density polyethylene tibial components measured 4.5 x 3.0 x2.0 cm. Articular surface was smooth and shiny. The metallic femoral component measured 5.0 x 1.5 cm. The articular surface was smooth and shinyinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: invalid data, invalid data, invalid data. Conclusion: no data. Certainty of device as cause of or contributor to event: no. Corrective actions: device permanently removed from service, invalid data. Invalid data - on device destroyed/disposed of status.